Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the staff was prepping the impella 5.5 and it was primed with sodium chloride. A new impella 5.5 was used successfully. There was no patient involvement.

Manufacturer narrative:
The investigation for the reported priming issues has been completed. The impella device was not returned for evaluation. Per clinical details, the pump was primed with the incorrect purge solution. The pump was replaced with a new one. Data logs and returned product are not relevant to the investigation. The root cause of the priming issue was determined to be a use issue. H.6 code 4629 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-18317 and was added.